Manufacturer narrative:
The customer's glidescope core smart cable was not returned to verathon for evaluation, therefore the cause could not be determined. However, following the reported incident, the customer's verathon territory manager tested the cable with several blades and isolated the issue to the cable itself. Review of complaint history for the reported glidescope core smart cable serial number did not identify any previous complaints reported to verathon. Trending analysis for glidescope core smart cables does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during an intubation using a glidescope core smart cable, the screen failed to hold an image unless the cable was held in place by the performing doctor. The issue was isolated to the smart cable by the customer's verathon territory manager. An unspecified delay in care was reported. No use of a backup device or harm to the patient was reported.